Manufacturer narrative:
After battery installation unit gave an unexpected flashing white / blank display followed by an unexpected intermittent beep alarm due to cracked lcd controller. Unable to perform functional testing including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to display anomaly. Unable to confirm back light anomaly due to blank display. Unit also received with faded serial number label and broken belt clip rails.

Event description:
The customer reported via phone call that the insulin pump had solid white display. The customer¿s blood glucose level was 185 mg/dl at the time of the incident. No report of pump screen flashing when screen was turned on after being in sleep mode. The insulin pump will be returned for analysis.